Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 480 mg/dl, which she had not treated yet. The patient did not experience symptoms of hyperglycemia. During troubleshooting the customer was able to prime without incident. The cannula was not bent either. The device settings were programmed accurately. The high pressure test was completed successfully. The insulin pump was not returned for analysis.